Event description:
Additional information received reported that the patient experienced a shocking or jolting sensation through her toes and hands, "like an electrical current throughout her whole body." It was reported that the patient was screaming in pain. There was lightening around the area, but not through the house. The patient had a CT scan two days before, and stimulation had been turned down and off. Stimulation was turned on after the procedure and had been fine until the shocking. The hcp was planning to troubleshoot with the patient once she had her programmer.

Event description:
The patient experienced an overstimulation sensation this evening. The patient felt the thunderstorms that were passing through caused an increase in her stimulation. She went to the ER and a cardiac magnet was placed over the ins and left there. The overstimulation sensation decreased some. The voltage was reduced which helped and then the ins was shut off and the patient felt better. Additional information has been requested.

Manufacturer narrative:
Lead: model 3093-28, lot# v332610, implanted: 2009 (B)(6), explanted: programmer: model 3037, serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. The impedance measurements were normal once the implantable neurostimulator was turned on. There was no surgical intervention. Reprogramming occurred on (B)(6) 2012. The patient did not require hospitalization and recovered without sequelae.